Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (diabetes management inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 500 mg/dl with nausea, chest pain, shortness of breath, drowsiness, polyuria and polydipsia. The patient was taken to the emergency room and treated with IV fluids. Customer support (cs) completed troubleshooting and there is no malfunction was found. The healthcare professional was insistence on replacing the pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: a review of the black box indicated an unexplained loss of prime at 15:56 on (B)(6) 2016 followed by a reboot. The last bolus delivery was a 1.00 unit normal bolus at 15:26 on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.